Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual condition. When the device was functionally tested with the generator, the clamp arm did not close. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. Upon inspection, it was found corrosion at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. It is possible that the broken rotational knob did not allow the device to be torque properly and return an error code message or alert screen. No conclusion could be reached as to what caused the damaged rotation knob.

Event description:
It was reported that during an unknown the clamp could not close as usual. Changed to a new device to complete the procedure. No adverse event on the patient.